Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
The initial MDR for MFR report # 0003015876-2024-03427 was submitted in error as it is a duplicate of MFR report # 0003015876-2024-03427. The investigation will continue under MFR report # 0003015876-2024-03427.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the customer¿s modem cable. The modem cable will be replaced. After observing proper device operation through functional and performance testing the device was returned to the customer for use.